Event description:
The customer reported falsely decreased sodium and calcium results generated on the architect c4000 analyzer on two patients. Results provided: (B)(6) 2021 sid (B)(6) sodium = 117 / 140 mmol/l (normal range 136-145 mmol/l); sid (B)(6) calcium = 5.2 / 9.7 mg/dl (normal range: 8.4-10.2 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included cleaning/adjusting the vacuum pump nozzles. There have been no further reports of discrepant results since the vacuum pump nozzles were adjusted/cleaned. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect analyzer sn# (B)(6).